Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received by a consumer regarding a patient who was receiving clonidine (200 mcg/ml) at 21 mcg/day and dilaudid (hydromorphone; 20 mg/ml) at 2.1 mcg/day via an implantable pump. The patient also received patient assisted (pa) doses. Indications for use included non-malignant pain. It was reported that, in (B)(6) 2015, the pump floats (also reported as "pump moves"), into the left hip, causing more pain; there was a change in therapy effect, the patient had pump and catheter pain. The therapy/symptom onset was sudden in nature. Since that (B)(6), the patient had to have their patient therapy manager (ptm) dose increased; sciatica and pain were reported. The ptm increase lasted "maybe a month," and then they had more pain and had to use oral medication. The patient first felt pressure around the pump since their last refill in (B)(6); the onset of was gradual. That (B)(6), an x-ray was performed and everything was "fine." In (B)(6), the patient was told by the hcp's assistant that the pump was delivering the medication. Non-pump reservoir drugs included gabapentin, baclofen, and xanax; the patient had been taking oral oxycodone, but stopped taking it after the last refill in (B)(6). As of (B)(6) 2015, the pressure around the pump moved across to where the catheter would be, and the pain from the pump and catheter was up and down and across the muscle on the left side of their spine. The patient asked about if the pump could be putting out the medication, but that it was not going where it was supposed to; the patient was redirected to their healthcare provider (hcp), who reported to be " addressing the situation." As of (B)(6) 2015, the problem was ongoing. Additionally, the problems were related to the current and old drug prescription in the pump; the drug concentration and dose had not changed, but the pa dose had increased at an unknown time. The patient was to see their hcp on friday ((B)(6) 2015) to discuss their concerns. Further follow-up regarding any troubleshooting related to pump movement and pain, the cause of the pump movement, and resolution of pump movement could not be obtained as of the time of the report. Should additional information be received, a supplemental report will be filed.